Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
The account generated a false negative axsym (B)(4) result on a patient who tested (B)(6) reactive with other methods. No impact to patient management was reported. (B)(6.)

Event description:
It was initially reported that the patient has expired after an implant duration of approximately 3.3 months. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.per the operative report, the patient left the operation "in stable but critical condition."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received; however, the cause of death was not provided. A device history record review is in process.